Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and found that the tubing through lv8 (waste tubing for the probe wipe) had a hole. The fse cut the tubing and removed the area with the hole and replaced the tubing which resolved the leak. Service activity was verified to meet the specified requirements per established procedures. The cause of the leak is attributed to a hole in the tubing at lv8. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report a leak of clear fluid from the probe of a coulter act diff analyzer while running controls. The volume of the leak was reported as 15ml. The customer was wearing only gloves at the time of the event. No injury or exposure was reported. No patient samples or results were affected.